Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, causes for the reported perforation could not be conclusively determined. The reported patient effects of perforation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: transcatheter edge-to-edge repair of both atrioventricular valves in congenitally corrected transposition of the great arteries.

Event description:
The article "transcatheter edge-to-edge repair of both atrioventricular valves in congenitally corrected transposition of the great arteries: a case report" was reviewed. The article presented a prospective single center study, to evaluate the case of an 84-year-old man with recurrent admissions for acute heart failure due to high-grade regurgitation of both atrioventricular valve. Devices mentioned include triclip and steerable guide catheter. The article concluded that cctga mostly manifests itself in adulthood and affects both ventricles and av valves. We believe a thorough cardiac imaging work-up is needed in order to understand morphology and possible associated malformations. This is the first case report on teer of both av valves, which appears to be a valuable therapeutic option in cctga. [The primary author and corresponding author was alexandru patrascu at helios klinikum pforzheim gmbh institution with corresponding email ionut.patrascu@helios-gesundheit.de.